Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery and motor error. The customer's blood glucose was unknown. Customer stated they are some pump pieces broken off. Customer declined motor error and no delivery troubleshooting, due to pump being replaced.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm due to compromised force sensor system alarm noted. However, the insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads. A test reservoir was installed and did lock into place, just a partial broken reservoir tube lip noted.